Manufacturer narrative:
D2: additional product code; gcj h10: investigation of the reported event is inconclusive. The device will not be returned for evaluation and no photographic evidence has been provided; therefore, the reported event cannot be verified. As a lot number was not provided, conmed could not conduct a two-year lot history review or review the manufacturing documents from the device history record. A two-year review of complaint history revealed there has been a total of 7 complaints, regarding 7 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Also, per the IFU, the user is advised that if using the optional sound cap (8mm, 12mm): inspect sound cap blue foam and blue seal prior to use; use caution when inserting a sharp or large device through the blue sound cap seal. Inspect the sound cap after use for physical damage of any kind. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, conmed japan received notice of reported issues with the airseal 12/100mm lpi port # ias12-100lpi, unknown lot, experienced by (B)(6) hospital on (B)(6) 2021. Information received was that a fragment of blue valve of the sound reduction cap fell off in the abdominal cavity during robot-assisted gastrectomy using signia (covidien product). According to the assistant surgeon, about 2.5 hour after initial insufflation, he had a feeling of wrongness before the fragment fell off in the abdominal body. He thought a part of adhesive used for valve was peeled off by inserting/removing forceps. It is noted he thought the insertion of signia through the cap might have caused the breakage. The fragment was retrieved completely thus there is no fragment remaining in the patient body. It is noted there was no impact or injury to the patient. No other information is available at this time. This incident will be reported on the basis of malfunction with potential for injury upon reoccurrence as the fragment was retrieved from the patient.

Event description:
On behalf of the customer, conmed (B)(4) received notice of reported issues with the airseal 12/100mm lpi port # ias12-100lpi, unknown lot, experienced by (B)(6) hospital on (B)(6)2021. Information received was that a fragment of blue valve of the sound reduction cap fell off in the abdominal cavity during robot-assisted gastrectomy using signia (covidien product). According to the assistant surgeon, about 2.5 hour after initial insufflation, he had a feeling of wrongness before the fragment fell off in the abdominal body. He thought a part of adhesive used for valve was peeled off by inserting/removing forceps. It is noted he thought the insertion of signia through the cap might have caused the breakage. The fragment was retrieved completely thus there is no fragment remaining in the patient body. It is noted there was no impact or injury to the patient. No other information is available at this time. This incident will be reported on the basis of malfunction with potential for injury upon reoccurrence as the fragment was retrieved from the patient.

Manufacturer narrative:
Additional product code; gcj. At time of filing, the reported device is not expected to be returned to conmed for evaluation. This reported event is entering the investigation process. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.